Manufacturer narrative:
Medwatch sent to FDA on 8/26/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of hard lumps/nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : induration or nodules at the injection site."

Event description:
Healthcare professional reported having seen a patient who was injected with unspecified juvederm in the cheeks and lips over 2 years ago. Patient developed "hard lumps/nodules which is visible in the cheeks and has been this way for 2 years." The patient's face looks distorted.